Event description:
A complaint was received from a customer that reported the numbers on the display do not show clearly. Customer stated that they replaced the batteries but this did not help the situation. While on the phone a review of the system was conducted. It was learned that a good portion of the "hundreds unit" was missing segements. A request was made to return the system for evaluation. In the meantime, a replacement was provided.